Event description:
It was reported that the 2nd soft key on a pump keypad is inoperable. The customer stated that when entering the biomed password, an asterisk is observed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma could not reproduce the inoperable 2nd soft, however, the device eval found the #0, #2, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, and automatic output of the #0 key will occur following the selected key's function (e.g. When the #1 key is pressed 10 will be displayed). An automatic output of the #0 key would result in the display of an asterisk when prompted to enter the biomed password to enter the biomed options. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.